Event description:
The customer reported that he went to the hospital due to his low blood glucose. The caller stated that the paramedics told him the insulin pump was over delivering insulin. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime due to a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device had cracked belt clip, cracked case near the display window corners, cracked reservoir tube lip, and cracked battery tube threads.